Event description:
It was reported that the anesthesia system generated two technical error codes indicating pressure sensor errors. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Based on technician statement, the customer repaired the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The root cause to the reported issue has not been determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) and # h4 manufacture date was required: d1 - brand name - previous brand name: flow-I, corrected brand name: flow-I c20; d4 - version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200; d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: ((B)(4); h4 - manufacture date - previous manufacture date: 07/03/2019, corrected manufacture date: 06/20/2019.

Event description:
Manufacturer's reference #: (B)(4).